Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The hospital staff reported that two days post implant on the lvad, the pt was experiencing red heart and low flow alarms. The pt was returned to the operating room (or) however, no bleeding was found. Add'l info provided to the MFR indicated that the pt has no neuro status and a cat scan read severe diffuse cerebral dysfunction.